Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be due to a tin whisker growth between legs 7 and 8 of the power switch flex assembly. The customer was provided with a replacement device.

Event description:
It was reported that the device would not power on and provide voice prompts. There was no pt use associated with the reported failure.